Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker stored episodes on (B)(6) 2021 showing oversensing of noise that resulted in long pauses in pacing. The noise was present on the right atrial (ra) and right ventricular (rv) channels and was suspected to be external in nature. Technical services discussed checking with the patient to see if they had a surgical procedure on that date. A review of the presenting electrogram and older stored episodes showed no noise or artifact and appropriate sensing. The patient was not pacemaker dependent and no adverse patient effects were reported. The device remains implanted and in service.